Event description:
The patient reported experienced worsening numbness in her hands and the bottom of her legs which was noted as intermittent. The patient felt numbness in hand 'every so often'. Patient reported her 'foot gave out a bit' due to the numbness and she fell about a month or 1.5 months ago. Additionally, her granddaughter climbed up on her recliner and jumped on her back and neck at the beginning of (B)(6). The patient reported that she was recently been exposed to CT scan for her brain which was fine. The patient reported her husband turned her stimulation off for about 6 hours at first she thought the numbness was improving but then realized it wasn't. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.